Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 19dec2017: analysis assessment of the 12-month follow-up x-ray performed on (B)(6) 2017 revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 3.2 degrees in the ap view and 5.6 degrees in the lat view. Analysis assessment of the 12-month follow-up CT performed on (B)(6) 2017 revealed no evidence of pulmonary embolism or filter embolization. The angle of filter tilt in the sagittal plane was two degrees and six degrees in the coronal plane. There were 11 grade 1 filter legs and one grade 2 filter leg. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Analysis assessment of the 12-month follow-up ultrasound performed on (B)(6) 2017 revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. A celect platinum ivc filter was placed in an infrarenal location without evidence of significant tilt or immediate penetration. Imaging prior to filter placement demonstrated a nonocclusive thrombus within the right main pulmonary artery as well as subsegmental emboli within the left lower lobar pulmonary arteries, but the twelve months follow-up demonstrated resolution of the pulmonary emboli with no evidence of new or recurrent pulmonary emboli. Patient did develop a moderate to large left-sided pleural effusion, but this was likely reactive due to what appears to be a drainage catheter in potential splenic abscess. The celect platinum ivc filter continues to demonstrate no evidence of significant tilt or retained thrombus within the filter. However, one of the primary filter legs demonstrated a grade 2 interaction with the wall of the ivc, medially extending into the pericaval fat. There are no signs of pericaval inflammation or stranding and there is no documentation in the complaint report regarding any symptoms that could be referable to this penetration. The remaining primary and secondary filter legs demonstrated grade 1 interactions with the wall of the ivc. The exact reason cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this celect-pt filter was not manufactured according to specifications and nothing indicates that tit did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-2-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient was admitted to the hospital. On (B)(6) 2016, the patient had a celect® platinum filter placed. Primary reason for the filter placement was a current pulmonary embolism and a contraindication to anticoagulation due to a recent neurological event within the previous 30 days. The inferior vena cava (ivc) diameter at the intended filter location was 18.82 mm. There was no inferior vena cava (ivc) anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® platinum filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 0.4 degrees. On (B)(6) 2016, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis review revealed no evidence of filter fracture, deformation, or embolization. The angle of filter tilt in the ap view was 8.3 degrees and 12.4 degrees in the lat view. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, the three-month follow-up clinical assessment was completed and a retrieval of the filter was scheduled. No device related adverse events were reported. On (B)(6) 2017, the six-month follow-up telephone call was completed and no device related adverse events were reported. On (B)(6) 2017, the twelve-month ultrasound and CT were performed. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. The CT of the chest, abdomen, and pelvis with contrast revealed no evidence of pulmonary embolism or filter embolization. The site noted there was a grade 1 filter leg interaction with the ivc wall. On (B)(6) 2017, the twelve-month follow-up clinical assessment was performed. The filter was not scheduled to be retrieved and no device related adverse events were reported. Patient outcome: the patient remains in the study.